Manufacturer narrative:
The reported complaint that "the on/off power button of the autopulse platform (s/n (B)(4)) fell into the platform, and therefore, the customer was unable to turn on and power up the autopulse platform" was confirmed during the visual inspection and functional testing. The root cause of the reported complaint was a broken power button mounting bracket, likely attributed to wear and tear. The autopulse platform was manufactured in february 2009 and is over 12 years old, has exceeded its expected service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since 2009 when the device was manufactured and acquired by the customer. During visual inspection, it was observed that the on/off power switch mounting bracket was broken, and this caused the power button assembly to fall inside of the platform, confirming the customer's reported complaint. Further visual inspection of the returned autopulse revealed a damaged top cover, front and bottom enclosures, as well as a bent battery lock, unrelated to the reported complaint. Based on the photos provided by the zoll service team, a large crack was visible on the top cover, and there was a vertical crack running through one of the screw fittings of the front enclosure. In addition, the bottom enclosure was observed to be broken. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The power button, on/off power switch mounting bracket, top cover, front and bottom enclosures, and battery lock were all replaced to address the observed issues. The archive data review indicated that the last successful power-on occurred on june 14, 2021. Zoll service personnel was unable to perform functional testing because the platform was unable to power on due to the dislodged on/off power button; thus, confirming the reported complaint. Investigation found that the on/off power switch mounting bracket was broken. Without the bracket holding the power button in position, it fell inside of the platform. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with s/n (B)(4) .

Event description:
During shift check, the on/off power button of the autopulse platform (s/n (B)(4)) fell into the platform. Therefore, the customer was unable to turn on and power up the autopulse platform. No patient involvement.

Manufacturer narrative:
The archive data review indicated that the last successful power-on occurred on june 08, 2021.